Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell count in collected blood product. This report is being submitted due to the potential for injury.